Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. The proximal aortic neck length measured 10 mm. The proximal aortic neck angle measured 80 degrees. There was thrombus present in the proximal aortic neck. It was reported that during the index procedure, a proximal type I endoleak was observed on the angiogram. The physician elected to implant aptus endoanchors to resolve the endoleak. During the implantation of the aptus endoanchors, there was difficulty inserting the applier through the guide. The aptus guide broke after the third endoanchor was implanted. The physician decided to abort the procedure because there was no back up device available. Final angiogram showed that the proximal type I endoleak was resolved; however, a type IV endoleak was observed. Per the physician, the cause of the event was related to the aptus guide. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact type and cause of the endoleak seen during implant could not be determined from the films provided. This appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. An additional proximal type I endoleak possibly caused by the angulated proximal neck could not be ruled out. However, contrast injections with the injector pulled down into the bifurcate aortic body to help determine the endoleak source were not seen in the films provided. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type likely IV endoleak. Pending planned follow-up to verify if the endoleak self-resolved; confirming the type IV endoleak. The cause of the aptus guide break occurring after the third endoanchor was implanted could not be determined from the films provided. The analysis of the returned heli-fx guide is covered in a separate analysis report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.